Manufacturer narrative:
Correction for product information on d1, d2 and d4 fields.

Event description:
New information received indicated that the device error message was to alert that the leadless pacemaker was in backup mode.

Event description:
It was reported that the patient's device prompted a device parameter error message. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received yet.